Event description:
You know what the problem with by dogs being poisoned to death - my poor 2 miniature dachshunds during the media unreported contamination from "wheat gluten" toxic chemical! Eighty percent of all pharmaceuticals now made in other country - I have had severe reactions from medication I have taken for years for my illnesses....lead poisoning for prosthetic teeth now made in other country with 83% more lead than "USA" requirements - so why are we importing anything from another country - even garlic bulbs at our local country store for heavens sake. Why are you allowing the exportation and processing of our chicken and seafood to another country when you don't know what you are getting back? Ie: toxic, poisonous blowfish received instead of "wild line caught salmon" sent to another country for processing. Yes, I was told this by the seafood dept mgr of a local store. We are being poisoned and you have no authority over other countries imports. By the way, my "prosthetic teeth bridge" immediately made odd large white painful round sores appear all over the inside of my mouth. When I faxed my concern over where the teeth were made and my reaction, also asking for a full refund, I received a check in the mail for the full amount and no letter, no explanation, no word. Nothing. Just the check. Our produce has been affected, thus the listeria and salmonella. Stop this madness. Grow and sell only foods prepared grown and processed within your guidelines in the USA. No imports. The media needs to be all over you for this. I am afraid to eat or drink anything at this point - even suspicious of medication and toothpaste etc. Have a nice salad bag mix and come down with salmonella like I did. It's fun. They don't tell you the veggies are from another country. But it dosen't really matter anymore, does it? Dates of use: 2008 for 5 minutes. Diagnosis or reason for use: cosmetic replacement of upper right quadrant of pulled. Event abated after use stopped or dose reduced: yes.